Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and the smart pneumatic module board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The smart pneumatic module board assembly was returned to zoll medical corporation. The customer's report was duplicated and attributed to a missing foam filter and disk filter on the board. It is unknown how the filters went missing. The smart pneumatic board assembly was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device is making a noise from the compressor. Complainant indicated that there was no patient involvement in the reported malfunction.